Event description:
It was reported that during a benign prostatic hyperplasia procedure, the fiber was forward firing after 72,522 joules and 16:33 minutes of use. The procedure was successfully completed with a second fiber. No patient clinical consequences were reported due to this event.

Manufacturer narrative:
Analysis of the returned device revealed that the fiber tip exhibits no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on the device analysis, the product complaint "forward firing" could not be confirmed. Glue failure was observed. The probable cause of failure is operational context. The cause of failure was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of ¿unable to confirm complaint¿ was assigned to this investigation. The manufacturer has reviewed all the available information and concluded that this event no longer meets the criteria of a reportable event.